Event description:
The device was used to deliver 5 defibrillation countershocks to the pt. On the sixth attempt, the device operator reportedly observed an electrical arc at the apex electrode and the apex cable "flew off" of the electrode. The cable was re-attached to the electrode and treatment was continued. The pt was resuscitated. The facility is using "OEM" electrodes.